Event description:
The user reported that while attempting to remove the device the stent pulled apart with wire ends exposed. Upon further examination it was noted to cover of the stent had degraded and the stent was tightly embedded into the gej mucosa. The stent was removed without complication. The stent was placed to treat an esophageal leak post esophagectomy. No harm or injury was reported.

Manufacturer narrative:
Device eval: the device is not expected to be returned for eval. The reporter did not indicate if this was the initial use of the device. A review of the device history record and complaint database could not be performed as no lot number was provided. A f/u report will be submitted if more info becomes available.